Event description:
On (B)(6) 2012 at the (B)(6) hospital, it was reported that upon priming with crystalloid a leak was noticed at the inlet/bottom bypass diverter valve area of the housing of the arterial filter quart bo-00175. The customer also noted that this was a reoccurring problem in the same location of the filter housing. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Per the final statement to the complaint letter dated december 14, 2012 leakage testing was performed on the returned sample and it confirmed that there was a leak in the welding cover near the red stop cock. Such leakages would be clearly detected in the 100% function test in production, however, it is possible that the leak could appear later on due to inner stress in the material. (B)(4).